Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse), the expiratory channel printed circuit board (pcb) was found to be defective and the fse resolved the issue by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed in the provided logs. The pcb was sent for further investigation. Visual inspection of the returned pcb revealed no abnormalities. Simulated use testing of the pcb passed a pre-use check. After passing, ventilation for 24 hours was performed successfully without generating any alarms or errors. After ventilation, several pre-use checks were performed and passed. The reported issue could not be reproduced; therefore, no definite root cause can be established. Expiratory channel pcb is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800.

Event description:
Manufactures reference ID: (B)(4).